Event description:
It was reported that bd us cathena 22gx2.00in winged bc safety mechanism failed. It was reported by customer that the needle safety feature failed, and needle tip is exposed upon removal. Also stated that the wings are not sturdy. Verbatim: needle safety feature failed; needle tip exposed upon removal. None, no injury. Discarded needle insharps container. This was a 22 gauge 2¿ cathena and inserted with ultrasound. Clinician stated the wings are not sturdy and would prefer the device without wings.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material # 386882, batch # 4096525. It was reported by customer that the needle safety feature failed, and needle tip is exposed upon removal. Also stated that the wings are not sturdy verbatim: needle safety feature failed; needle tip exposed upon removal. None, no injury. Discarded needle insharps container. This was a 22 gauge 2¿ cathena andinserted with ultrasound. Clinician statedthe wings are not sturdy and would prefer the device without wings.